Event description:
It was reported that the nail broke. Screws were also found to be broken.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail and locking screws were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants returned were documented as faultless prior to distribution. Bearing points on the distal part of the proximal nail hole and the deformed distal nail holes indicate that heavy loads were applied postoperatively to the implants; these loads most likely also did contribute to the nail breakage. Regarding broken locking screws: during investigation no material, design or manufacturing related issues were found. Lines of rest, visible on the breakage surfaces on both screws, show that the screws broke step by step (fatigue fracture). Most likely the screws broke due to bending overload caused by postoperatively heavy loads. The disposition of the missing screw fragment (screw with length 50mm) was not reported. The reported non-union most likely also did contribute to the implant breakages. Non-unions, postoperatively loads and intra-operatively implant damages are listed as adverse effects in the IFU. Because no manufacturer related issues were found the case is attributed to a user error contributed by the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.